Event description:
Information received regarding the explanted device notes that post-operatively, the patient developed puffiness around the incision site. She was started on augmentin with some improvement. On september 7, 2003, she developed shaking chills and was admitted to the hospital for treat- ment. The device was subsequently removed. The patient was treated with antibiotics and monitored carefully. The patient did well after implant of a new device.